Event description:
During troubleshooting a low drain volume alarm appeared on the homechoice display during initial drain. The home patient (hp) revealed to the baxter technical service representative (tsr) that he saw some large gaps of air in the patient line. The tsr assisted the hp to end therapy and advised to start over with new supplies. The hp to call back with any problems. No patient injury or medical intervention was indicated at the time of the initial report.

Event description:
During a follow up phone with the nurse regarding the air gaps in the patient line, it was revealed that she did not recall the home patient (hp) reporting this to her but that the hp has had no patient injury and has been continuing his therapy just fine.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm (ldva) occurred during initial drain was not confirmed due to a lack of sample. The cause of the air in was not determined. The lot number is unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation of the ldva is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.